Event description:
It was reported that the patient underwent an ipg replacement procedure due to inadequate pain relief. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2023 the date the manufacturer became aware of the event.